Event description:
A pump motor stall and pump replacement was reported. It was noted that the "theoretical end of life of the pump" was 11 months. The patient experienced withdrawal symptoms. The pump was replaced on (B)(6) 2012. The patient outcome was reported as "fine". The medication in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).